Event description:
During thoracoscopic approach to surgical procedure, a staple misfired during operative procedure. Sudden bleeding occurred and surgeon immediately converted to open thoracotomy procedure. Operative procedure documented as repair of arterial injury due to faulty stapler. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do.